Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event report ed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to duplicate the reported issue as the fse found the iabp unit leak test was within specifications. However, in reviewing the unit's log files, the fse found an error message stating, "gas loss in iabp circuit" which is an operator message referring to the iabp circuit. The fse performed a calibration of the medical device and ran the unit on a simulator for over an hour without incident. The fse further performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.